Event description:
The customer reported her blood glucose reached 344 mg / dl less than 4 hours after the pod was activated and gave herself a bolus of 4.0 units of insulin. She could smell and feel insulin around the adhesive pad. Upon deactivation she did not see the pink slide insert in the window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism malfunction to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.